Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, documentation, device history record, drawing, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The visual inspection revealed the mac-loc catheter was returned in two pieces, cut on the catheter tubing. One piece was comprised of the hub, connector cap, and tubing, while the other was comprised of only tubing. The tubing rotated freely within the cap when twisted. The dimensions of the device were measured within specifications. The device was found to leak during the functional test but it was not out of specification for any of the attributes measured. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related non-conformances with the device lot. Two relevant non-conformances for the subassembly were found two affect three devices in production, all of which were scrapped. It should be noted that there are no other complaints reported for lot 9246951. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter also sent report to FDA: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the patient's body to treat a pelvic abscess on (B)(6) 2018. As reported, after placement, the operator did not check for leakage. On (B)(6) 2018 the nurse observed leaking from connection of hub and the catheter. The catheter was then successfully replaced with a new ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter.